Event description:
It was reported that the user¿s dexcom g7 readings were available on the app, but pairing to the ilet failed, during which the user consumed a brownie and milk at a glucose of approximately 86 mg/dl, experienced a rise to the high 100s followed by a drop, and later recorded 57 mg/dl on the dexcom app. The user then ingested additional brownies and milk, and education was provided to announce meals to avoid glucose variability. Symptoms included hypoglycemia with a measured glucose of 57 mg/dl. Outcomes included self-treatment with oral carbohydrate without alerts or alarms reported and without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding meal announcements and carbohydrate intake. Investigation of this case revealed a sensor connection issue limited to the ilet pairing process while the dexcom app continued to display glucose values. It was concluded that the event involved hypoglycemia in the setting of a cgm-to-pump pairing failure and unannounced carbohydrate intake, with user counseling provided on proper use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.